Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, and then proceeded to perform reset independently with no further assistance requested.